Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Event description:
Related MFR report number: 2017865-2023-35937 related MFR report number: 2017865-2023-35938 it was reported that a patient presented to clinic. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead and left ventricular (lv) lead. X-ray was performed and revealed that the rv lead and lv lead had dislodged. It was also noted that the rv lead and atrial lead had lost slack. On (B)(6) 2023, the physician elected to add slack to the atrial lead and explant and replace the rv and lv leads. The patient was stable following the procedure.